Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate anti-tachycardia pacing (atp) and shock for atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, the device exhibited noisy signals on the shock and atrial channels. Technical services (ts) suggested following actions and troubleshooting. The device remains in use. No additional adverse patient effects were reported.